Event description:
The customer received a blood glucose result of 555mg/dl, at 8am on the suspect device. The customer took 12 extra units of insulin plus 25 units of lantus. Fifteen hours later, the customer was found by paramedics unconscious. They tested her blood glucose and received a result of "lo." She was given an IV and food to eat. No controls were in use. The device was replaced and requested to be returned for evaluation.